Event description:
It was reported that the user experienced low blood glucose while using the ilet, with a device reading of 71 mg/dl confirmed by fingerstick at 68 mg/dl, following prolonged car travel and self-reported insulin on board of approximately 5 units; the event was managed through troubleshooting and education, and the user treated with oral carbohydrates (apple juice). Symptoms included feeling unwell with heart palpitations consistent with hypoglycemia. Outcomes included recovery with blood glucose rising to 85 mg/dl and no hospitalization. Investigation included a review of use conditions and user-reported insulin exposure, along with coaching on hypoglycemia treatment. Investigation of this case revealed no device malfunction and suggested hypoglycemia with unclear precipitant in the context of recent travel and insulin on board. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.